Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was above 300 mg/dl and the current blood glucose was 321 mg/dl. Customer treated high blood glucose with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active at the time of incident. Customer stated that the site was sore and irritated. The insulin pump will not be returned for the analysis.